Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01113. It was reported the patient was unable to increase stimulation due to high impedance values. Reprogramming did not provide resolution. It is unknown which lead has the issue; therefore both leads are being reported. Surgical intervention may take place to address the issue.